Event description:
Caller reported a malfunction on the pump, specifically a malf 0 code. The impact on the customer's blood glucose level was unclear as the customer declined to answer whether it exceeded a certain range. The customer was advised by technical support to switch to multiple daily injections (mdi) as a backup therapy while a replacement pump with updated software was arranged. The customer agreed to return the faulty pump to tandem using a pre-paid ups label within 10 days.